Event description:
It was reported that during a coronary stent procedure, the physician had difficulty crossing the lesion. While attempting to place the stent across the lesion, the stent became dislodged. They were unable to locate the stent, and the pt went to surgery. The surgeon believes the stent may have popped out when the catheter was removed. Pt status is reported as "okay."